Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-41 -dead battery. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, shaky. Medical attention is not reported as a result of the actual blood glucose results. Product storage location is undisclosed. During the call on 02/12/2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not for previous test result history.